Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: heartrail ii. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion located below the bifurcation in the left anterior descending coronary artery that had heavy tortuosity, heavy calcification and was 99% stenosed. The 3.0 x 12 mm traveler rx met resistance with the anatomy during advancement to the target lesion; however, the balloon dilatation catheter was placed and the balloon ruptured at 4 atmospheres during the first inflation. The traveler rx was removed without resistance, and a non abbott balloon dilatation catheter was used. The procedure was completed with a xience alpine stent. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.